Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. Upon evaluation, the belt receptacle was broken from the monitor case, damaging internal wires. The cause of the constant gong alarms is the damaged receptacle. The root cause of the damaged receptacle is excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.